Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The non-emergency treatment procedure was completed by moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the wired foot switch was defective. The fse solved the issue by replacing the defective wired foot switch. The returned part was analyzed and confirmed the malfunction. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.